Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2018 and suture was used. The suture was broken at a knot when tying the knot by interrupted suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). An empty opened foil and unopened samples of product were returned for analysis. No suture or needle were returned in the open foil for evaluation to determine the assignable cause of the performance - pull off suture needle; therefore, the reported failure could not be evaluated. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened and the samples were examined along strand and no defects, breakage suture were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported event. Per the condition of the representative samples received, no performance - breakage suture were found.